Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred. The customer experienced intermittent elevated blood glucose (bg) levels (500-600 mg/dl). The customer administered a correction injection to treat the bg. The customer continued to use the pump for insulin therapy.